Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient was dissatisfied with the result due to night driving issues as he is a tow truck driver. He reported poor distance vision and debilitating night halos. The iol was replaced with a different model iol. Additional information provided by the surgeon that the iol was exchanged for a different manufacturer's iol. There was no permanent harm to the patient. The patient's issues have resolved and the prognosis is excellent.